Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year and 4 months due to unknown reason. The valve was replaced with a 23mm 11060a valve.

Manufacturer narrative:
H10: updated sections b5 and b7. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 1 year and 4 months due to streptococcus bovis endocarditis. The valve was replaced with a 23mm 11060a aortic valved conduit. Per medical records, the patient had recent admissions for stroke and s. Bovis bacteremia with recent right knee total arthroplasty as a potential source of infection. She was treated with 6 weeks of IV antibiotic. Tee demonstrated vegetation on the prosthetic aortic valve. The patient underwent bio-bentall with redo avr, aortic root/ascending aorta replacement, commando procedure and mvr. Intraoperatively there was a large aortic root abscess, the aortic valve leaflets were thickened with some vegetation. Tissue quality was thickened and calcified throughout the procedure. After extensive debridement of annulus and aortomitral curtain, mvr was performed with a 29mm mitris. Then a 23mm 11060 avc was seated in place with sutures and secured with core-knot device. Tee showed well-seated aortic and mitral valve with no regurgitation or pvl. There was extensive coagulopathy, after hemostasis was achieved, the patient was transferred to the ICU and discharged on pod #17.